Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 25-feb-2022. No patient involvement. H6: event problem and evaluation codes: updated.

Event description:
It was reported that the unit failed rate accuracy during pm.

Manufacturer narrative:
Device evaluation: a pump sample was received at manufacturing. Visual and functional testing was performed on the returned device. Visual inspection confirmed that the device tamper seal was missing. Functional testing, to include three accuracy tests, confirmed that the pump was within manufacturing specifications. Results: the customer reported problem for the unit failing accuracy during preventive maintenance was not duplicated. No fault was found with the returned pump. Root cause for the customer reported event could not be determined as no fault was found with the returned device. A non-conformance report ncr has been created with respect to this reported issue and the investigation is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d1: correction: brand name: cadd -solis ambulatory infusion pump. D4: correction: model number: 2110.